Manufacturer narrative:
The device history record and user info shows no deviations from our specifications. The x-ray images do not reveal any info, which might be in connection to the described shift knee joint. The surgery reports are incomplete. We asked our distributor to contact the hospital to get the report of the initial implantation of the link endo-model rotational knee. This event occurred outside of the u.s. And involved a product that was malfunctioned outside of the u.s. However, because, the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Revision surgery because of a stiff knee. In an email attachment from (B)(4) (mhra) on 06/09/2011 regarding case ((B)(4)), (B)(6) (the (B)(6) an (B)(6) hospital) reported of a second pt in 2007/2008 with the similar symptoms as in the actual case (B)(4).